Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging when the patient removed the sensor, the wire was not attached. It was reported it was unknown whether the wire remained in the patient's body. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may require medical intervention from a health care provider to remove the detached sensor wire from the insertion site.